Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported ¿urgent breast implant exchange for early capsular contracture baker grade IV¿. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported left side ¿urgent breast implant exchange for early capsular contracture baker grade IV¿. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture was received on september 05, 2024 with lot number 1193136. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side ¿urgent breast implant exchange for early capsular contracture baker grade IV¿. The device has been explanted.

Event description:
Healthcare professional reported left side ¿urgent breast implant exchange for early capsular contracture baker grade IV¿. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-(B)(4). Aware date should have been listed as 8/29/2024.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side ¿urgent breast implant exchange for early capsular contracture baker grade IV¿. Device remains implanted.